Manufacturer narrative:
Erroneous creatinine data were generated on five different days. This is one of 5 reports related to 5 events which occurred on 5 different days, all associated with a single malfunction report. This MDR is related to the original MDR 2050012-2010-00233 and the following additional mdrs: MDR#: 2050012-2011-01303, MDR#: 2050012-2011-01304, MDR#: 2050012-2011-01306. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that they occasionally obtain erroneous results on the au2700 clinical chemistry analyzer for creatinine which have abnormal reaction profiles but that the results are not flagged by the system. The customer normally checks all creatinine reaction monitors daily and any samples with an abnormal curve (erroneously low or high) are repeated. The rerun data were reported out of the laboratory. Although there is no indication of any adverse patient consequence, it is not known if any changes were made to patient treatment.